Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR): the product code ns9008 with lot clgckv conformed to the specifications when released to stock. Failure analysis: the valve was visually inspected; some needle holes were noted in the needle chamber. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The catheter was irrigated, and no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve was implanted in the patient due to secondary hydrocephalus via l-p shunt on (B)(6) 2011, with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient visited the hospital on (B)(6) 2021, and it was found that cognitive symptoms were progressing after consultation from family members. As a result of confirmation by CT, enlargement of the ventricles was observed. Contrast medium was injected, but obstruction was suspected. The valve was removed and replaced on (B)(6) 2021. Primary disease is cerebral meningitis.